Manufacturer narrative:
(B)(4). A technical support engineer (tse) troubleshot this issue with the customer over the phone. The customer was advised to perform the ground isolation test and replace the graphic user interface (gui) to breath delivery unit (bdu) cable. The customer was instructed by the tse to call back if the recommended part or test did not correct the failure.

Event description:
It was reported that a ventilator had a device alert while in use on a patient. The patient was removed from the ventilator and placed on a second ventilator. There is no report of serious injury or death associated with this event.